Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had issues opening and could not be recovered. A field service engineer found that the slide rails on the enhanced half-height drawer were completely shot and unusable. The cage bearing was removed, and the drawer was secured back into the station. Drawer 2.1 was disconnected to prevent access until replacement. Enhanced half-height drawers were received and successfully swapped for drawers 1.1, 1.2, 3.1, 3.2, 4.1, 4.2, 5.1, and 5.2, resolving rail issues that caused drawers to overextend or damage rails. All pockets were removed and reinserted after installing new drawers, followed by firmware updates. Fse logged into the user application to assign drawers to their original positions and verified functionality through hardware testing and all compartments operated properly without failures, meeting customer satisfaction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.